Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received an open book image alarm and a pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported blood glucose value of 300 mg/dl. The customer was treated by emergency medical services with a manual insulin shots. The event involved products mmt-1884, mmt-332a, mmt-386a, mmt-7040ma. Troubleshooting was performed for open book image alarm and found that the insulin pump performed safety checks and the error was found. Troubleshooting was partially performed for pump error alarms and later customer declined. The customer was unable to successfully clear the pump error 35 alarm. Customer was advised to revert to back up plan as per health care professional instructions. Troubleshooting was partially performed for hyperglycemia and later customer declined further troubleshooting. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and unknown whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir, infusion set and sensor. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/20/2025 to 03/16/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the customer's event date of 25-mar-2025. On the ss event date of 15-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 15-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 03/16/2025 07:57:10.000 and 03/16/2025 08:07:00.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.68 mv). Critical pump error (open book image) alarm and pump error 35 alarm confirmed, problem isolated on the force sensor. In further review of the formatted history file 1 week prior to the ss event date of 15-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/09/2025 04:51:00.000, 03/09/2025 05:01:00.000. 03/12/2025 02:01:00.000, 03/12/2025 02:01:00.000, 03/12/2025 03:56:00.000. 03/13/2025 02:26:00.000. 03/14/2025 02:31:00.000, 03/14/2025 02:41:00.000, 03/14/2025 13:23:00.000. 03/15/2025 03:34:00.000. Lostsensor2alert (781) was found on: 03/14/2025 13:39:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Insert battery alarm was found on: 03/09/2025 16:21:42.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. No delivery alarm/insulin flow blocked alarm were found on 03/10/2025 17:45:47.000 during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed problem isolated on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.